Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shuntsystem (#fv440-t) was implanted during a procedure performed on (B)(6) 2017. The pressure was not regulated for nearly half a year after the pressure was adjusted to 12 in (B)(6) 2020. In early (B)(6) 2021, the patient developed symptoms such as drowsiness, unsteady walking, and easy nausea and vomiting. The doctor suspected that the patient had symptoms of high intracranial pressure, so he adjusted the pressure. The pressure test found that the pressure of the adjustable valve was 17 instead of 12, and then the valve pressure was set to 13. When the patient's symptoms did not improve after a week, the doctor checked the pressure again and found that the valve pressure had increased to 14. In order to further confirm whether the valve was accidentally regulated, x-rays were taken for recording and comparison. On (B)(6), the pressure was adjusted to 10 and x-rays were taken for confirmation. On (B)(6), the pressure was measured and the pressure was found to be 14, and the x-rays were also taken for confirmation. The doctor determined that the valve had failed, fearing that it would endanger the patient's life, so the patient underwent surgery to replace the shunt tube. The complaint device was returned to the manufacturer for evaluation.

Event description:
Age: 10 years. Weight: 28 kilograms (kg). Height: 120 centimeters (cm). Date of implantation: (B)(6) 2017. Date of explantation: (B)(6) 2021.

Manufacturer narrative:
Additional information - block a2, a4, b5, b7, d6b. Investigation: visual inspection. The following observations were made during the visual inspection: - deformation of the housing. - deposits at the inlet. Measurement of surface of the housing: derformation detected: yes - measured value: - 0.043mm [tolerance (0 ± 0.02mm)]. Too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the progav is permeable. Adjustability test: the progav was found to be adjustable to all pressure settings, but the brake function was not present. The pressure setting could not be hold. Braking force and brake function test: the brake function of the progav did not operate as expected. Due to the non-functionality of the brake function the braking force of the progav is unable to be measured. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, slightly deposits were found in progav. Results: based on our investigation results, we can identify a deformation of the outer housing and a malfunction of the brake of the valve. We assume that the observed deformation is responsible for the functional impairment of the adjustability. Excessive pressure on the adjustment pin or a knock on the patient's head can impair the integrity of the valve. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.